Manufacturer narrative:
1038671-2023-01652. 1038671-2024-04462. The following sections were updated: h6. The following sections were corrected: h6. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-01652, 1038671-2024-04462. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. The reported femoral debonding may be due to failure of the cement used to secure the femoral component to the femoral bone, which led to loosening at the cement-implant interface. However, this cannot be confirmed as there were no details regarding cementing technique or environmental conditions provided. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and product information were not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
Pending investigation.

Event description:
As reported, approximately 9 years and 3 months after initial left total knee arthroplasty (tka), the patient underwent a left knee revision. The patient experienced component loosening, osteolysis, bone loss, synovitis, effusion, swelling, and joint pain. There was delamination of the polyethylene and evidence of femoral prosthesis loosening. A sterile compressive dressing was applied. The patient tolerated the procedure well and was transferred to the recovery room in stable condition. Related report #1038671-2023-01652.